Event description:
Percutaneous transluminal angiography (pta) catheter was inflated in patient, and then would deflate.======================manufacturer response for pta catheter, abbott armada 35 (per site reporter).======================at this time, the field rep is aware of the problem and will come to the hospital to pick up the defective product.